Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the product issue began on (B)(6) 2017 and was unable to recall the exact time, when the subject meter powered off during use. The patient manages her diabetes with oral medications diet and exercise and reported taking her usual dose of medication including sliding scale as a result of the alleged product issue. The patient detailed that on an unknown time after the alleged product issue began, she developed symptoms of ¿anxious, shaky and headache¿. The patient stated that the doctor advised her to increase her dose of oral medication (metformin) from 3 times a day to 4 times a day for 3 days. The patient denied that she obtained a result on another blood glucose device. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and based on the information provided there had been no misuse of the product. The csr educated the reporter on the meter¿s behaviour and auto-shutoff and the issue remained unresolved. However, the batteries did require to be replaced and the patient was not in possession of a replacement battery. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.